Event description:
Patient reports increase redness and pain at ipg site. Also complains of headache and increased back pain. Device currently remains implanted. Should additional information be received, this file will be updated

Manufacturer narrative:
The system was explanted in the ER due to infection on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.